Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are catalog # 7510050, lot # m110901aag, expiration date 07/31/2010, manufacture date 07/29/2009; catalog # 7510200, lot # m110804aaj, expiration date 08/01/2011, manufacture date 07/29/2009. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that patient underwent sinus augmentation (sinus lift) utilizing rhbmp-2/acs concurrent with dental implant placement. Immediately post-op, the patient reported sinus pressure and erythema. The sinus pressure was treated with medication, and both symptoms resolved. Eight days post-op, the patient reported oral pain and edema. Medication was given, and the symptoms resolved. At 9 days post-op, the patient reported sinus congestion and an ear infection. Per the reporter, these events were not related to the surgery. Medication was given, and the symptoms resolved. At 22 days post-op, the patient had an ear drained in a surgical procedure. This event was also reported as not related by the health care professional. All of the patient?s reported symptoms have resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.